Manufacturer narrative:
As reported foreign material (hair) was found in the soft mesh when the package was opened. The physical sample has been returned for evaluation. The root cause investigation is currently ongoing. When the sample evaluation is completed, a supplemental emdr will be submitted. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(6) units released for distribution in oct 2023 the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported after opening the package of a bard soft mesh on 21-may-2024, a foreign material (hair) was stuck to the mesh itself. The device was not used on the patient, the procedure was completed by using a new device. There was no reported patient harm or injury.

Manufacturer narrative:
As reported foreign material (hair) was found in the soft mesh when the package was opened. The physical sample has been returned for evaluation. The root cause investigation is currently ongoing. When the sample evaluation is completed, a supplemental emdr will be submitted. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(6) units released for distribution in oct 2023. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Sample evaluation confirmed a hair like foreign matter was found on the soft mesh. Based on sample and manufacturing process evaluation performed, the root cause is confirmed as manufacturing related. Awareness notification was provided to all appropriate personnel. Our records continue to show there have been no other reported complaints to date for this lot of (B)(6) units released for distribution in oct 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported after opening the package of a bard soft mesh on (B)(6) 2024, a foreign material (hair) was stuck to the mesh itself. The device was not used on the patient, the procedure was completed by using a new device. There was no reported patient harm or injury.